Event description:
On 12/04/1998, a 10-year-old female pt with cerebral palsy had the MFR's percutaneous endoscopic gastrostomy (peg) tube traction removed in clinic. The device had been in place for three weeks and had been inserted during the pt's third gastrostomy revision surgery. During this visit the pt's mother indicated to the surgeon that some formula was leaking from the feeding adapter of the peg tube. This part of the MFR's device is replaceable and can be purchased separately from the peg kit configuration. However, the facility had no available replacement feeding adapter. It was reported that the physician did not want to open a new peg kit and decided instead to remove the device. The physician felt that the stoma had healed sufficiently to allow for traction removal of the peg tube. Although loss of blood occurred during removal of the device, it was not considered to be an unusual amount. The physician immediately inserted the MFR's skin level gastrostomy tube. The pt had successfully used this device for several years including following the first two gastrostomy surgeries. Placement in the stomach was confirmed by putting water through the tube. Hosp protocol states that tube placement should be verified by contrast study if the position of the device is in question. Hosp staff had no indication that the tube was not correctly placed and no such contrast study was performed. The child returned home. Several hours later the mother attempted to feed the child through the tube and it was reported that the feeding entered the peritoneal cavity. The child developed a fever, became irritable, and her stomach was distended. The physician requested that the child return at once to the hosp. The parent phoned 911 for ambulance assistance and was instead transported to a facility closer to the child's home. Once there, hosp staff attempted to verify placement of the tube and stabilize the child. Contrast media and multiple medications were administered through the tube. Some six to eight hours later the child was taken to the hosp. The child underwent surgery to reattach the stomach wall to the abdomen. Attempts to stabilize the child were unsuccessful and she died on 12/06/1998. It is not known if the tract separated during traction removal of the peg feeding tube or during insertion of the skin level gastrostomy tube.